Event description:
It has been reported that the device will not power up.

Manufacturer narrative:
Based on the available details, the evaluation determined that an investigation was required. The battery was requested for investigation by philips ecr failure analysis. The customer was provided with a replacement battery. Based on the information available, the potential cause of the reported problem was a battery issue. The reported problem was confirmed to be battery issue. Based on the information available, no further action is necessary at this time. The battery is not available for investigation due to a logistical limitation that is preventing the return of the battery. Prior to the device returning to the factory for investigation, the customer confirmed a replacement battery resolved the issue. The complaint shall be reopened to document further investigation. No CAPA will be initiated based on this record; a corrective action request will be initiated if a trend is discovered through periodic monitoring. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was provided a replacement battery to resolve the issue. The customer's device was successfully tested and returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.